Event description:
It was reported the patient had sensation in the wrong place. The patient did not feel sensation in their back and legs but felt it in both knees after a ¿bad move¿ in august. The stimulator was reprogrammed and the problem was resolved without sequelae. The device diagnosis was noted as not having accurate programming of the stimulator.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the stimulator parameters were adjusted and the stimulation was again in the right place.

Event description:
Additional information reported that the patient reported the event on nov. 6, 2014. The device diagnosis as previously reported was deleted and it was noted that there was no malfunction of the device system. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).